Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the nkv-330 ventilator spontaneously turned off while the patient was on bipap. When the respiratory therapist (rt) turned the ventilator back on, the battery was reading 2%. The rt verified that the ventilator was plugged into a red ac outlet. The rt switched ac outlets and checked the ac cable connection on the ventilator. The ventilator's battery would not charge, and showed an alarm "do not hot-swap main battery, so the patient was placed on another ventilator. The hospital reported no harm to the patient. The logs showed that the ventilator had not been connected to ac power and had been running on the main battery for 3 hours, 55 minutes, and 54 seconds before switching to the backup battery for 52 minutes and 57 seconds before both batteries were depleted. The ventilator had high-priority alarms (main battery empty and ac power loss/backup battery in use) for 75 minutes prior to ventilator shutdown.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.